Manufacturer narrative:
The device was returned to olympus for inspection, and the customers complaint was confirmed. The device evaluation found: no image, and the image was not restorable with a temporary connector. The defect was caused by a water invasion that entered the device through perforated bending section cover. The distal end insertion unit required replacement. The plastic distal end cover was damaged, the charged coupled device cover lens was scratched. The bending section cover had a pin hole. The connecting tube had a scratch. The mouth guard piece for endoscopy was damaged, the universal cord was scratched. The control unit angulation was less or specified value, the charged coupled device unit cable was broken. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed the bending section cover was leaking, which led to fluid invasion while the user was handling the device. The fluid invasion caused damage to the charged coupled device (ccd) unit resulting in the reported malfunction. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: warnings and cautions: turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the bronchovideoscope had no image. The issue was found during preparation for use in a diagnostic bronchoscopy procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.